Manufacturer narrative:
No unexpected power loss was noted. The sleep currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had several power loss alarms. The customer had tried changing the battery multiple times but alarm would recur. Blood glucose value was 11 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.